Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection to address elevated bg. Reportedly; the customer was using a non-tandem charging supplies in an attempt to charge the pump. The pump charged successfully after the customer used tandem charging supplies. The customer continued to use the pump for insulin therapy.